Event description:
It was reported that during a myomectomy procedure, the washer from the trocar would not maintain a proper seal causing a decrease in insufflation. The washer fell into the patient, but was retrieved through the trocar. There was no pt consequence.